Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced an underinfusion issue described as ¿low flow/low volume¿. This issue occurred unspecified process step and it was unknown if a patient was connected for therapy at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.